Manufacturer narrative:
Alleged failure: the ccu did not boot up. Stryker logo was remaining on the screen. The procedure was changed to open surgery as the patient was anesthetized. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: electrical component failure on the digital board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the ccu did not boot up. The procedure was converted to an open surgery.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the ccu did not boot up. The procedure was converted to an open surgery.